Manufacturer narrative:
(B)(4). The initial report for this event was submitted with an incorrect MFR report number. The initial report is being re-submitted with the correct MFR report number.

Event description:
It was reported that the patient had many episodes of vf and non-sustained vt for noise, and the patient received one inappropriate shock. In clinic, the pacing lead impedance was variable and there was noise in real time without even trying to reproduce it. All other rv lead measurements were in-range and stable. The patient did not feel any symptoms from pacing inhibition due to noise. Externalized conductors were not suspected under fluoroscopy during device replacement procedure. Physician decided to cap and replace the lead during procedure on (B)(6) 2016. The patient was doing fine post-procedure. Based on the review of the diagnostic views provided to st. Jude medical, the conductors appear to be externalized.